Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low phosphorous (phosm) results generated by unicel dxc 800 pro synchron clinical system for 43 patients. Fourteen results were reported out of the laboratory and amended before patient treatment was impacted.

Manufacturer narrative:
Qc and calibration results were acceptable prior to the event. The instrument would not calibrate for phosm after the event. A bci field service engineer (fse) replaced the phosm module.